Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was depleted and they were unable to charge. The ins was also unable to be read (no response) by the clinician programmer or the recharger until a trickle charge was performed. A trickle charge was performed until the ins battery was able to be charged in the normal mode. The patient was instructed to go home and charge the battery until it was full. The patient was scheduled to be seen the following day to clear the power-on-reset (por). The indications for use of the device were noted as failed back surgery syndrome and spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger.